Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified vessel in the right vertebral artery. The 5.0x18mm herculink elite stent delivery system (sds) balloon had no resistance during advancement, however, failed to inflate and the stent failed to deploy. The sds was removed and the balloon was examined and was noted to be broken and remains in one piece with leakage [rupture]. The sds was soaked prior to use, however, it was not prepared (air aspiration) outside the anatomy. Another herculink elite sds was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failures was confirmed. The reported material rupture (balloon) was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the procedure was to treat a mildly calcified vessel in the right vertebral artery. It should be noted that the rx herculink elite peripheral stent system instructions for use (IFU) specifies: the rx herculink elite¿ peripheral stent system is indicated to open lumen restrictions in the biliary tree, renal arteries, and protected peripheral arteries. It is unknown if the IFU deviation contributed to the reported event. It was reported that the sds was not prepared (air aspiration) outside the anatomy. It should be noted that the rx herculink elite peripheral stent system instructions for use specifies: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. It is unknown if the IFU deviation directly caused or contributed to the reported difficulties; thus, a follow up letter will not be requested. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.